Event description:
This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects. It was reported that the patient had inappropriate shocks due to t-wave oversensing via a change in the intrinsic morphology. The patient, who had a stroke two years ago and was bedridden, was found on the floor pointing at the defibrillator. Two shocks were given in the one episode. Technical services discussed some programming options. The sensing vector has now been reprogrammed from the secondary sensing vector to the alternate sensing vector. The smart charge and the therapy zone rate have also been reprogrammed. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via a change in the intrinsic morphology. The patient, who had a stroke two years ago and was bedridden, was found on the floor pointing at the defibrillator. Two shocks were given in the one episode. Technical services discussed some programming options. The sensing vector has now been reprogrammed from the secondary sensing vector to the alternate sensing vector. The smart charge and the therapy zone rate have also been reprogrammed. There were no additional adverse patient effects. The system remains implanted.